Event description:
Using the da vinci tenaculum to hold the fibroid/uterus, it was noticed that a piece of metal was coming loose and falling off the instrument. The instrument was carefully removed and any visible pieces of metal were removed from the surgical field.